Event description:
Pt was receiving dialysis. A needle came out of the graft allowing the dialysis machine to pull air into the tubing. The alarm on the machine had not been activated. Pt coded and expired. There is no indication of a malfunction of the device.